Event description:
It was reported that the implantable cardiac monitor could not be interrogated. No intervention had been reported. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.